Manufacturer narrative:
The screw was returned for evaluation. Macroscopic and optical examination of the set screws revealed the thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread, and is consistent with misalignment of the mas head and set screw threads.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1. It was reported that the thread of the set screw was coming off while threading the setscrew into the bone screw. This occurred three additional times before a set screw threaded properly. All of the metal shavings were removed from the wound, no fragments remained in the patient. No patient complications were reported.